Event description:
It was reported that the pump "turned off" by itself on a patient. As a result, the pump was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.